Event description:
I had bilateral tmj prosthesis implanted on (B)(6) 2014. Following this surgery I noticed an area of potential infection (left ear incision). I was subsequently placed on oral antibiotics again. This was after being on oral antibiotics for 2 weeks following surgery. I continued to have pain, swelling and redness. I went back to the oral surgeon several times over the last 10 months. I had a biopsy of the left tmj prosthesis on (B)(6) 2014 and was told that out of six cultures taken only 1 was positive (unknown for what organism) and to have a confirmed infection 3 had to be positive (I had 1 positive). After this surgery the left neck incision continued to be painful and have foul smelling drainage. I was placed back on oral antibiotics again and a culture was taken on (B)(6) 2014. I was hospitalized for 5 days, had a PICC line inserted (which I still have), and had a surgical procedure to clean out the left neck incision. This area was re-cultured on (B)(6) 2014 and bacteria was still present; even while on oral and IV antibiotics. I am now scheduled to have the left tmj prosthesis removed on (B)(6) 2015 and the new prosthesis placed on (B)(6) 2014. Currently, the left neck incision continues to drain on a daily basis and the drainage is thick, yellow/green and has a foul odor. This is while I am on IV antibiotics via a PICC line as well as on oral antibiotics.